Manufacturer narrative:
Evaluation results: arterial and venous occlusion. Calcified and funnel shaped aortic neck. Conclusion: calcified and funnel shaped aortic neck. Other (required secondary intervention).

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 1 month ago. The aortic neck was calcified distally; it had a funnel shape measuring 28 mm proximally and 24 mm distally. It was reported that the bifurcated stent graft was successfully implanted without complication. The physician elected to place an aneurx cuff proximally. The cuff was positioned at the level of the renal arteries and when 50% of the graft was deployed the cuff jumped forward and covered the sma and the one renal artery the patient had. The patient had a previous nephrectomy and one kidney was removed due to cancer. A catheter was used to pull/crush down the cuff just enough to uncover the renal artery. A stent was inserted brachially and deployed in the renal artery. The stent created a "chimney" which was successful in allowing blood flow into the kidney. It was not possible to get the cuff below the sma; however, the sma was large enough and still had blood flow. At a later date, the patient was brought back for placement of a stent in the sma, but it was not possible to get a wire into the sma and the procedure was aborted. No additional clinical sequelae were reported.